Manufacturer narrative:
The associated complaint device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient was provided with a leg immobilizer and medication due to pain. No revision scheduled.